Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the front teeth hit before the back teeth. There is a bottom fang on the left side. Patient a composite replaced in july because the lower front teeth hit behind the upper front teeth before the molars and the composite came off. Current upper/lower aligner #14. Dental history includes orthodontic braces and headgear and grinding/clenching of the teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.